Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range pacing impedance measurements of 2035 ohms in the left ventricular (lv) channel. Technical services (ts) was contacted and also noted there appeared to be loss of capture (loc). Ts recommended follow up to check lead position. This lv lead remains in service. No adverse patient effects were reported.